Manufacturer narrative:
The devices will not be returned for evaluation as they were discarded by the hospital. Additionally, pictures were not able to be provided. The inspection records and material certificates were reviewed with all items found to be within conformance during manufacturing and inspection. There has been a totally of (B)(4) boxes of 3 ((B)(4)) sold of 46-3177 and (B)(4) boxes of 3 ((B)(4)) sold of 46-3178 since 2012. There have been 2 additional complaints recorded for 46-3177 since 2012 both of which were found to be attributed to excessive force. (B)(4). There have been 2 additional complaint recorded for 46-3178 since 2012 both were found to be excessive stress on the tip. (B)(4). The customer was warned against using any sideways or excessive force while using the blades. Based on the above information, no additional information is necessary and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or needed corrective actions, a follow up report will be submitted.

Event description:
During the procedure two blades broke and fell into the patient. The tips were removed with suction with no harm to the patient.